Manufacturer narrative:
(B)(6). Visual assessment of the device shows one of the four fins have broken off. The break area shows signs of plastic deformation. The fin appears to have been stressed to failure. Dimensional inspection confirmed the device met print specification. There is no physical evidence that the device was implanted within a patient. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke. The device was not used on the patient. There were no reported patient injuries. No other complications were noted.